Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing issue. It was alleged that the battery compartment was damaged. There was no alleged damage to the battery cap. The customer also alleged that there was moisture within the pump. There was no alleged damage to the battery cap. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the [power circuit or cartridge cap or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 07/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/29/2016 with the following findings: during investigation, there was visible moisture corrosion in the battery compartment. A leak test failed due to a crack in the battery compartment. The battery compartment was found to be cracked on the left side of the grip pad. The pump was opened and there was moisture corrosion found on the printed circuit board, piezo and vibrator motor.